Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received a no delivery alarm on their insulin pump. It was reported that the alarm was resolved by a complete set change. The customer would like to return the reservoir for analysis. The customers blood glucose level was reported at 186 mg/dl. No further information provided.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime. Visual confirmation of fluid flowing through infusion set and out catheter tip. Reservoir determined to be not occluded.